Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and based on information provided, the reported single leaflet device attachment resulting in tricuspid valve insufficiency/regurgitation is related to patient conditions (pre-existing indentation on the septal leaflet). The reported image resolution poor is related to patient and procedural conditions as imaging was reported to be difficult due to the anatomy dilatation. Tricuspid regurgitation is a known possible complication associated with triclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. There was imaging challenges throughout the procedure. A triclip xtw was implanted successfully on the anterior/superior commissure. A second clip was placed at the posterior/superior commissure. Post deployment a single leaflet detachment (slda) occurred and the clip became detached from the septal leaflet. A triclip xtw was implanted to stabilize the slda clip. The final tr was grade 2+. There were no clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.